Event description:
Brush head doesn¿t seem to fit securely onto the brush vibrates off - oral-b [device breakage] . Case narrative: female consumer via e-mail stated that the oral-b toothbrush head did not seem to fit securely onto the oral-b pro 1 toothbrush and when she turned it on, the oral-b toothbrush head vibrated off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
06-nov-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Brush head doesn¿t seem to fit securely onto the brush...vibrates off - oral-b [device breakage] case narrative: female consumer via e-mail stated that the oral-b toothbrush head did not seem to fit securely onto the oral-b pro 1 toothbrush and when she turned it on, the oral-b toothbrush head vibrated off. No injury was reported. 05-oct-2023 case update: the suspect product lot was 1ab23550722. The concomitant product lot was t2263. No injury was reported. 26-oct-2023 case update from information initially received on 05-oct-2023: the suspect product was oral-b rechargeable toothbrush handle 3756. The concomitant product was oral-b power oral care refills 3d white eb18. No injury was reported.